Manufacturer narrative:
The system was examined and the reported event was replicated. The central processing unit (cpu) was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 28, 2009. Based on qa assessment, the product met specifications at the time of release. The central processing unit (cpu) was received for evaluation. A visual assessment of the returned sample revealed no visual non-conformities. The cpu battery voltage in the returned host was measured and found to meet specifications. The host was then installed into a calibrated system. The system was powered on with the service disk installed, and there were no nonconformities found in the event log. The system was rebooted without the service disk and exhibited no issues. The memory test also ran on the host successfully. The burn-in disk was then installed and during boot up, the system froze. The system was restarted but was unable to continue with burn-in test, as the message ¿windows system 32 corrupt file¿ appeared on black screen. The cpu was removed from the returned host and installed into a hotbed host. Upon boot up, the reported event was replicated as a blue screen appeared and could not continue boot up the root cause of the reported event can be attributed to a non-conforming cpu. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system shut down and was unable to be restarted prior to a surgical procedure. There was no patient involvement.